Event description:
Dexcom was made aware on 02/24/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. The patient's parent reported that the patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the arm. The patient developed redness, inflammation, pimples, and infection under the senor pod area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the parent called a physician who advised to draw a circle around the red area to monitor the reaction and prescribed a topical antibiotic medication (mupirocin ointment, two times per day for 10 days). On (B)(6) 2025, the symptoms progressed which prompted the parent to take the patient to the emergency department (ed) and the patient was prescribed an oral antibiotic medication (cephalexin 500 mg, unspecified duration). At the time of the technical support follow up call on (B)(6) 2025, the parent confirmed the infection had already subsided after treatment and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).